Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was evaluated by the failure analysis team, who performed a visual inspection and found nothing related to reported issue, then verified errors in the lighthouse. The usm was installed on a known good internal equipment, fixture, or tool (eft) system and powered on. The system powered on with no errors or failures so then installed instruments and test drove the system. During the test drive the system operated as designed with no errors or failures. Removed instruments and tried power cycling and driving system several times still no errors on failures. Cannot confirm reported issue at this time (cnr) and no root cause could be determined. During further investigation, the usm was installed onto a patient side cart fixture test platform (pftp) where it failed the ¿strength check ¿ carriage¿ test. The axes controller, carriage power (accp) board was inspected for loose connections or damage and the test was reran but still failed triggering a 23065 error. The 23065-error pointed towards dof 6. The dof 6 stator was removed, where it was seen that the washer was not seated correctly. The washer was reseated. The dof 6 and dof 8 stator were swapped, and the test was rerun. All tests were passed. A gearbox inspection was also carried out, where no issues were found. As a result of these findings, the root cause was determined to be the dof 6 rotor.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the universal surgical manipulator (usm) and the common computer controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that the operation room (or) staff contacted the technical support engineer (tse) and reported staff mentioned there was issues with arm2 when the system powers on. The caller had limited information about the issue. The tse reviewed the logs and confirmed the issue. The caller stated they have been having electrical issues recently in the hospital and would like the system checked out and call ended. The procedure was completed robotically with no injury to patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the issue occurred during procedure and that the arm would turn yellow and was not working. The event date is unknown. The arm was not disabled but the issue was not resolved. Do not have details regarding troubleshooting . The procedure was completed robotically with no injury to patient. No further information was provided.

Manufacturer narrative:
The patient side cart (psc) common computer controller (ccc) evaluation was completed by the failure analysis (fa) team. During failure analysis, a visual inspection was performed and nothing related to the reported issue was found. Errors in lighthouse 55319 and 20319 were verified. The ccc was installed on a known good internal eft cart and powered on. The system powered on with no errors or failures, so instruments were installed and the system was driven. During system drive, nothing abnormal was observed and no errors or failures were triggered. The instruments were removed and the system was left to sit for 2 hours, after which it was power cycled several times, still with no errors, failures, or problems. At this time, the reported issue cannot be confirmed (cnr) and no root cause could be determined. Advanced failure analysis was performed, and the ccc passed several power cycle and idle tests without issue. Light levels also looked good. The reported issue cannot be replicated at this time, and no root cause was determined. Field h8 corrected to initial use.